Event description:
Reported by the complainant as follows: patient developed rectal ulceration with bleeding 5 days post fms insertion. Patient admitted to hospital in 2006 for aortic stenosis with avr and cab surgery a week later. Patient developed liquid stool of unknown etiology after 8 days while in sicu and fms was placed by rn on 3 days later. Stool negative for mrsa and c-diff. Tube feeding was started a week before fms placement. Patient was transferred to the cardiac step down unit with the fms in place 2 days after placement. Three days later, blood was seen in fms tube and upon removal blood and clots were noted on the fms balloon. At that time, patient was also hypotensive with hct=31 and hgb=9.6. Patient given 2 units of prbcs on same day and 2 days after that. One day after blood trnasfusion, rectal bleeding continued and the cv surgeon packed rectum. The following day, a colonoscopy was done and results reported as 4 ulcerations about 3-4 cm noted started at anal verge and extending 2 cm into rectum. Patient underwent a rectal repair/oversew 2 days later with no subsequent bleeding noted. Patient is now in the boone rehab center for strengthening so that he may return home.